Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.   Physio performed a review of the electronic patient records from the event and verified that the device did power off multiple times during the event; however, the cause of which could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself intermittently throughout an event involving a patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.